Event description:
Received a memo for a second update on (B)(6) 2013, regarding a follow-up for the memo sent on (B)(6) 2013, about the possible bacterial growth in (B)(4) laboratories 7.0 ph buffer solution. On (B)(6) 2013, we were informed that the solution can show some minor bacterial growth when the product nears 6 months or beyond life to affected part numbers. We were to inspect our inventory and if any product appeared to have particulates or visible growth we were to remove it from inventory. We did have 1 bottle that appeared affected that had not been open and was removed from inventory. On (B)(6) 2013, a 2nd update showed a list of affected lot numbers and we had the affected part number 02.0030 and lot number ml-p7-1164. They had no visible growth but we removed them from our inventory and we disinfected and rinsed the phoenix meters according to the manufacture's instructions and bleached first and then heat disinfected all machines on (B)(6) 2013. We contacted (B)(4)laboratories for product replacement that will overnight new supply. Until the replacement 7.0 ph solution arrives we will verify everything with the phoenix meter but the 7.0 ph and we will use the ph test strips to verify the machines.